Event description:
The hcp reported that the pt experienced "withdrawal" related to "pump underinfusion/slowing or battery depletion." Specific symptoms were not reported. The onset of withdrawal was 11/06. The hcp retrieved 14.5cc from pump at this time; 13cc were expected. A catheter study was performed and confirmed patency. No alarms have been noted. Final pt outcome was not reported.

Manufacturer narrative:
H6 - the device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when analysis is complete.